Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+). Off label use of device and product preparation issue were coded only for formal reasons. Injections into the temples is no approved indications for radiesse (+) in us. Dilution of radiesse (+) with non-sterile saline and belotero balance for injection into the temples is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.

Event description:
Case description: this case was linked with (B)(4), referring to the same patient. This spontaneous report was received from a us healthcare professional and concerns a female patient. The patient was injected with radiesse (+) into the temples (off label use of device), on (B)(6) 2026. Radiesse (+) was diluted with belotero balance and non-sterile saline to a total volume of 0.5 ml (product preparation issue, off label use of device). The lot number for radiesse (+) was reported as unknown. On (B)(6) 2026, three days after the radiesse (+) injection, the patient experienced complications in the right temple that represented a vein occlusion or compression. The outcome of the event was unknown.